Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing positional stimulation where their therapy changed depending on their body position. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced, resolving the issue.